Event description:
It was reported that during a tonsillectomy, it was discovered that the et tube cuff was not fully secure. Noticed that bleeding from the procedure bubbled as it collected in the pharynx. Attempts were made to increase the pressure of the cuff, but the problem could not be eliminated. However, the procedure was completed as re-intubation would have posed a greater risk. There was patient involvement, but no injury.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.